Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the display is damaged, where it looks like something pierced the center of the display. There was no report of pt involvement.